Event description:
The patient underwent essure insertion complicated by placement of two coils on the left as the first coil was thought to have not deployed initially. The procedure was otherwise uncomplicated. The patient complained of nausea, emesis and pelvic pain following the procedure. She attributed these to nickel allergy and placement of two coils on the left. She ultimately underwent hysteroscopy and laparoscopy bilateral salpingectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.